Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia was reported that after a procedure where this device was implanted, the patient experienced surgical revision, recurrent bilateral inguinal hernia repaired with new mesh. After treatment, the patient experienced revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent bilateral inguinal hernia, umbilical hernia repair. It was reported that after a procedure where this device was implanted, the patient experienced surgical revision, recurrent bilateral inguinal hernia repaired with new mesh. After treatment, the patient experienced revision.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent bilateral inguinal hernia, umbilical hernia repair. It was reported that after a procedure where this device was implanted, the patient experienced recurrent bilateral inguinal hernia and cord lipoma. Post-operative patient treatment included implantation of mesh.